Event description:
Customer reported via phone call that the connector bridge inside of the transmitter was broken. Customer's blood glucose was 187 mg/dl and customer reported that blood glucose had fallen to 25 mg/dl that morning and was treated with apple juice. Customer was transferred for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.